Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined that the cause of the discordant results was related to sample tips having significant volume left after dispense causing low recovery and poor precision. The fse replaced the sample syringe, sample tubing, sensor to probe tubing and the interconnect cable. Quality controls were run. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant results were generated by the advia centaur xp system for multiple assays and patients. The results were reported out of the laboratory. The samples were retested and appropriate corrected results were issued. There were no reports of adverse health consequences or known patient intervention due to the discordant results.